Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's neurostimulator stopped working 3 to 4 months after implantation. She visited with the healthcare professional where they tried to adjust the programs without success. It was noted that all of the "circuits were out" and that the pt did nothing wrong. The device was then replaced. Unable to follow up with contact information provided, hence no additional information was obtained. See manufacturer report #3007566237201100546 for subsequent neurostimulator issue.